Manufacturer narrative:
Analysis of the catheter revealed a hole in the catheter body, caused by a deep abrasion.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced signs of withdrawal, with a loss of pain control/less than 50% therapy relief and flu-like symptoms of nausea and chills. A catheter dye study showed a leak at the connector. A catheter hole in the spinal segment at the anchor was also indicated. At the revision surgery on (B)(6) 2014, the leak was observed at the anchor site. The catheter spinal segment was replaced. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system contained fentanyl and bupivacaine. It was later reported that the patient recovered without sequela.